Event description:
During the procedure the device stopped running. The davinci arm blinked yellow and a message stated "blade exposed". It was removed, we tried to reload but were unable to do so. We opened a new device, no harm to patient. Robot assisted total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, possible staging. Disposable unit was sequestered and a new unit was opened and used without any delay to the procedure; defective unit to be sent to manufacturer for investigation. Or management tracking with manufacturer.